Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of an unresponsive pump without prior alarm. The customer's blood glucose reading was 18 mmol/l. The customer had systematic system crash without message of error. The customer stated that the pump is not working anymore. The insulin pump will be returned for analysis. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump passed the functional test, including the self-test, sleep current measurement test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump responded properly to button presses with no anomaly noted during testing. The insulin pump passed leak test. No damage noted on the keypad traces. The keypad connector was locked. The insulin pump had a scratched case noted.